Event description:
A technician was manipulating the x-ray tube and collimator when the collimator fell from its mounting. The technician grabbed the collimator, straining their shoulder. The patient was unhurt.